Event description:
Customer reported that on (B) (6) 2010, she tested her glucose using her freestyle freedom lite blood glucose meter and received a result of 455 mg/dl, but reportedly felt her glucose was going low. Customer had not eaten. Customer then reported subsequently experiencing diaphoresis, numbness and confusion resulting in a loss of consciousness. No third-party emergent medical intervention was required. Customer self-treated by drinking a soda with sugar in it and eating cake icing and a sandwich. Customer then re-tested approximately 20 minutes after self-treating, using an un-identified competitor's meter and received a result of 88 mg/dl. While troubleshooting, customer was unable to state how the test site was prepared. There was no report of death or permanent injury associated with this event.

Event description:
A customer' s daughter reported the customer experienced hypoglycemic episode with loss of consciousness due to receiving inaccurately high readings. The paramedics were called and treated customer with dextrose IV and further transported customer to a local hospital where she got diagnosed with hypoglycemia and also treated with dextrose. In addition, the customer reportedly ate food to counteract the event. The caller reported comparing adc meter reading of 386 mg/dl to a competitor meter's reading of 172 mg/dl. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Manufacturer narrative:
Evaluations results: the complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter's memory. This is a final report.